Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breach cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched. The initial report of infection was received on (B)(4) 2012 and is normally submitted via an alternative summary reporting (asr) on (B)(4) 2012. Information was subsequently received on 06apr2012 that revealed an out of spec analysis on the leads (B)(4). As there is new information, the leads no longer qualify for asr, and is therefore being submitted as a timely bimonthly report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads had eroded through the patient's skin. The leads were removed. The leads were returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.